Event description:
Asr revision to take place (B)(6) 2014; asr xl acetabular system - left hip; reason(s) for revision: unknown. Update - filled in mw fields added reason for revision taken from claimsuite dated (B)(4) 2014. Reason(s) for revision: alval / soft tissue reaction. Update - received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(4) 2014. Added manufacturing dates.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision to take place (B)(6) 2014. Asr xl acetabular system - left hip. Reason(s) for revision: unknown. Update - filled in mw fields added reason for revision taken from claimsuite dated (B)(6) 2014. Reason(s) for revision: alval / soft tissue reaction. (B)(4). Update received 11th september 2014. (B)(4). Reason(s) for revision: alval / soft tissue reaction, wear of articular bearing surface of internal prosthetic joint, soft tissue changes, pain, physician recommendation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision to take place (B)(6) 2014 asr xl acetabular system - left hip reason(s) for revision: unknown update - filled in mw fields added reason for revision taken from claimsuite dated (B)(6) 2014 reason(s) for revision: alval / soft tissue reaction update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2014. Added manufacturing dates update received 11th september 2014. Com 064496 is a duplicate of this com and has been sent to void. Attachment transferred. Amended status to "clinical trial", reference number added. Patient details added. Stem added. Additional reasons for revision added. Expiry dates added. Reason(s) for revision: alval / soft tissue reaction, wear of articular bearing surface of internal prosthetic joint, soft tissue changes, pain, physician recommendation. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.